Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code related to the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician observed evt_internal_batt_failed, internal li-ion battery is reporting a permanent failure, in the device's event log. The internal battery was replaced to address the issue.